Event description:
The symbiq pump was powered on for use in the pacu. After initial boot up, the device alarmed with motor s321, subgroup 20, code: pump plunger homing timeout,urgency high, alarm ID:109, generic arg1: 822, arg2-4:0. The pump was forced into shutdown and sequestered. It has been returned to the OEM. We have documented nearly 10 incidents involving s321+s421 malfunctions with these new devices.====================== manufacturer response for infusion pump, symbiq======================we continue to investigate the s321+s421 malfunctions.